Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the hard shell and the air cushion were damaged. The product was manufactured in 2010 and it was out of the expiration date in 2013. It was determined that the air leaked naturally during the long time in storage or transportation.

Event description:
The customer alleges that the medical staff wanted to use a resuscitation bag for a patient. When opening the code cart for the resuscitation bag and mask, it was discovered that the mask was totally deflated. The device was replaced. No patient injury or harm.

Manufacturer narrative:
Qn# (B)(4). It is unk if the device sample is evaluated.

Event description:
A customer alleges that the medical staff wanted to use a resuscitation bag for a pt. When opening the code cart for the resuscitation bag and mask, it was discovered that the mask was totally deflated. The device was replaced. No pt injury or harm.